Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024 the patient faced infusion with set leaking on the site. The infusion set used for 1 day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).